Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-five events were reported for this quarter. One device was available for evaluation but has not yet been received. Twenty-four devices were received for evaluation. One device evaluation is in progress. Twenty-three events were confirmed during testing. Fourteen devices were found to be affected by compromised lubrication. Nine devices were found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 25 </noe> malfunction events, in which the device overheated. Twenty two events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 25 </noe> malfunction events, in which the device overheated. 22 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record. 2 devices were not available to stryker for evaluation. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.